Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement remained high. The high sleep current measurement appears to be isolated to pcba1. (B)(4).

Event description:
Information received by medtronic indicated that battery did not last more than 1 week. Customer stated that there was low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.